Manufacturer narrative:
A) the product is not available, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. B) device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
This is a retrospective single-center study. A total of 107 pvi procedures in 71 patients with paroxysmal (32%), persistent (38%) and long standing persistent (30%) atrial fibrillation (af) were analyzed. The aim of the study was to evaluate a single catheter magnetic navigation system (mns) approach in terms of safety and efficacy over long-term. From the report : 1 patient had groin hematomas, which did not prolong the stay in hospital. 1 patient developed pericardial effusion. It's unknown whether the patient required intervention. However, the author assessed this event as serious. Also non bwi products were used during the procedure: 1 decapolar steerable diagnostic catheter was positioned in the coronary sinus (6fr, dynamic deca, (B)(4)). Fluoroscopic imaging was performed in all patients using a digital imaging system (artis, (B)(4)). Fluoroscopically guided transseptal puncture was performed to position one sheath within the left atrium (sro, 8.5fr and brk¿ transseptal needle, (B)(4)).